Event description:
It was reported that device related thrombus occurred. A left atrial appendage (laa) closure procedure was performed with heparin administered. The activated clotting time post transeptal puncture was 253 seconds and the 27mm watchman flx closure device was implanted successfully. The patient was on xarelto 20mg and acetylsalicylic acid(asa) medication for 45 days post implant then dual antiplatelet therapy (dapt) for 45 days then asa again. At the 4 month imaging a thick device related thrombus measuring at least 12mm was found on the atrial side of the closure device. The closure device had a tilt towards the limbus with a complete seal noted. The thrombus appears to be covering the entire face of the device but not underneath the fabric. The patient was placed on xarelto 20mg for 3 months and will be reimaged.